Event description:
It was reported the patient had an infection. The patient also reported they had two surgeries because the doctor 'cut into my spinal fluid.' Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
It was further reported that the patient did have a cerebrospinal fluid (csf) leak. The patient was better after the 2nd surgery, but the physician had not heard from the patient since 2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).